Event description:
According to the study: staple line leak was observed at the gastroesophagic union in 11 of 294 patients. Ten of 11 patients were operated by laparoscopic technique and one received conservative treatment.

Manufacturer narrative:
(B)(4).